Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The customer stated that the qc recovery was acceptable. The field service engineer (fse) inspected the module and found that the rinse mechanism was not seated correctly, causing the thumb screw bracket to rub on the top cover. He then reseated the rinse mechanism. He performed mechanism checks and software adjustment verifications on the sample probe with successful results. The customer performed calibration and qc with successful results. After service, no further issues were reported by the patient. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys ck-mb immunoassay result from one patient sample tested on the cobas 8000 cobas c 502 module. The initial result was reported outside of the laboratory. The result was auto-verified. The laboratory personnel performed a routine delta check which prompted the rerun of the patient sample. The initial result was 143 u/l. The repeat result was 7975 u/l. The repeat result was deemed correct.